Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing threshold measurement. Fluoroscopic test did not show dislodgement. A lead revision was then performed and the lv lead was successfully explanted. However, a different lv lead was not successfully implanted due to patient anatomy. As a result, the lv port was plugged and the device was reprogrammed to right ventricular (rv) only. The lv leads were discarded. Moreover, the physician believed that a scar tissue or a microdislodgement caused the increased pacing threshold. The impedance and sensing measurement were in normal range. No additional adverse patient effects were reported. The chronic lv lead is no longer in service while the attempted lv lead was never in service.